Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report involves one (1) ti matrixneuro contour mesh 100mm x 100mm/0.6mm rigid.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.503.121, lot 7724706: manufacturing location: supplier ¿ (B)(4), packaged and released by: monument. Release to warehouse date: september 24, 2014. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: a photo investigation was completed: product was not returned. Reviewing the provided picture, the breakage can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient experienced post-op mesh breakage. On (B)(6) 2015 and (B)(6) 2015 the patient underwent operations for resection of deep supratentorial and cranioplasty. The date of implant was (B)(6) 2020. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2020 the patient arrived at the hospital for treatment of the broken mesh. The revision and removal surgery for the broken mesh was performed on (B)(6) 2020. During the revision procedure it was noted that the mesh was broken and that one screw fell off from the skull. Fragments were generated and easily removed. The patient was reported as stable. Concomitant devices reported: screw (part number unknown, lot unknown, quantity 1). This report involves one (1) ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid. This is report 1 of 2 for (B)(4).